Manufacturer narrative:
Beckman coulter complaint handling unit (chu) consulted bec mishima manufacturing and found the chloride electrode preservation liquid is made up of 1% sodium chloride solution and alcohol-based preservative. The customer acknowledged that eye protection was not worn when the incident occurred. Per au680 instructions for use, safety notice: biohazardous and chemical materials ¿observe all biohazard precautions when doing maintenance, service, or troubleshooting on the system. Biohazard precautions include, but are not limited to, wearing gloves, eye shields, and lab coats, and washing hands after working on contaminated portions of the system. Follow all laboratory procedures and policies for handling infectious and pathogenic materials. Avoid skin contact with reagents and other chemical preparations. Wear personal protective equipment (ppe) to work with reagents and other chemical preparations used with the system. For more information, refer to the related sds (safety data sheet).¿. Therefore, the failure mode is use error. There is no evidence of a system or reagent malfunction. The customer was prescribed eye drops for inflammation. No further issue was reported. Patient information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
On (B)(6) 2023, the customer reported that while changing the chloride electrode on their au680 analyzer, the customer opened the box of the chloride electrode and a drop of the chloride electrode preservation liquid was splashed in her eye. The customer did not have eye protection when incident occurred. The customer indicated they rinsed the eyes with water and used eye drops. The customer did not seek medical attention at the time of the incident. The customer indicated they only felt slight discomfort, the eye was not red and there was no vision problem. On (B)(6) 2023, it was reported that the customer visited an ophthalmologist on (B)(6) 2023 due to eye irritation. Customer indicated there was no eye injury, but the doctor prescribed eye drops for inflammation. The name of the eye drops and the dosage are unknown.